Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with another manufacturer's device. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection with the internal device. Clinical symptoms and remote troubleshooting confirmed a device malfunction. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.